Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, coronary artery disease, atrial fibrillation, prior stroke. Complications reported included death, heart failure, prolonged hospitalization, pericardial effusion, renal injury, bleeding, stroke, transient ischemic attack, endocarditis, additional intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "prognostic impact of modified j-macs score in patients with systolic heart failure receiving transcatheter edge-to-edge mitral valve repair" was reviewed. The article presented a retrospective multi center study, to evaluate the applicability of the j-macs score in predicting clinical outcomes among patients with systolic heart failure and secondary mr who underwent teer, using data from the multicenter ocean-mitral (optimized catheter valvular intervention¿mitral) registry. Devices mentioned include mitraclip. The article concluded that the modified j-macs score demonstrated an independent association with all-cause death and heart failure¿related hospitalization following transcatheter edge-to-edge repair in patients with significant mitral regurgitation and systolic heart failure. [The primary author and corresponding author was (B)(6). The time frame of the study was (B)(6) 2018 to (B)(6) 2023. A total of 2006 patients were included in this study, of which 2006 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, coronary artery disease, atrial fibrillation, prior stroke. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, pericardial effusion, renal injury, bleeding, stroke, transient ischemic attack, endocarditis, additional intervention.

Event description:
The article "prognostic impact of modified j-macs score in patients with systolic heart failure receiving transcatheter edge-to-edge mitral valve repair" was reviewed. The article presented a retrospective multi center study, to evaluate the applicability of the j-macs score in predicting clinical outcomes among patients with systolic heart failure and secondary mr who underwent teer, using data from the multicenter ocean-mitral (optimized catheter valvular intervention¿mitral) registry. Devices mentioned include mitraclip. The article concluded that the modified j-macs score demonstrated an independent association with all-cause death and heart failure¿related hospitalization following transcatheter edge-to-edge repair in patients with significant mitral regurgitation and systolic heart failure. [The primary author and corresponding author was teruhiko imamura at university of toyama institution with corresponding email teimamu@med.u-toyama.ac.jp]. The time frame of the study was april 2018 to june 2023. A total of 2006 patients were included in this study, of which 2006 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, coronary artery disease, atrial fibrillation, prior stroke cn-323906, unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, pericardial effusion, renal injury, bleeding, stroke, transient ischemic attack, endocarditis, additional intervention

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.